Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance at least 5 times due to low blood glucose of 20 mg/dl or less at the time of the incidents. The customer had been experiencing lows since (B)(6) 2017. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was calling to get replacement sets from the recall. No further information was provided. The insulin pump will not be returned for analysis.